Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the tampon was inserted upside down in the applicator tube, making the string inaccessible during removal. The tampon was manually removed without the need for medical assistance. No consequences reported.